Event description:
It was reported that loss of capture and a decrease in sensing amplitude were observed due to lead dislodgement. The lead was explanted and replaced. The patients condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.